Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The biomed charged the batteries for two days, then ran test 1:45 battery run. The batteries only lasted forty-five minutes. The batteries were changed on (B)(4) 2014. The biomed replaced the suspect batteries with new batteries. The new batteries lasted the full ninety minutes as required by the preventative maintenance (pm) procedure. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the batteries are not lasting as expected on the centrifugal system. Since the event occurred during preventative maintenance, there was no patient involvement.